Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 brief sensor issue alert with intermittent signal loss while using the ilet, and sought confirmation that insulin delivery would continue; the user was advised that the ilet continues dosing based on the last available glucose value and to enter a fingerstick value if reconnection does not occur. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose at the time of the call and no hospitalization. Investigation included troubleshooting and education regarding sensor signal loss and operational behavior of the ilet during cgm communication interruptions. Investigation of this case revealed that the event was consistent with a cgm communication issue without ilet hardware or dosing malfunction, and the user planned to contact the cgm manufacturer for sensor replacement if readings did not resume. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal loss, with appropriate device behavior and user guidance provided.